Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('malposition of essure device location of device: migration into the uterus') in a 31-year-old female patient who had essure (batch no. C80066) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included dicycloverine hydrochloride (bentyl) from 2014 to 2018, omeprazole (protonix) from 2015 to 2018 and zolpidem tartrate (ambien) from 2014 to 2018. On (B)(6) 2014, the patient had essure inserted. In 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). In 2016, the patient experienced nausea ("nausea,"). In (B)(6) 2017, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse),") and dyspareunia ("dyspareunia (painful sexual intercourse),"). On (B)(6) 2018, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), 3 years 5 months after insertion of essure. On an unknown date, the patient experienced abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and dyschezia ("painful bowel movements"). The patient was treated with surgery (supracervical hysterectomy (uterus only). Essure was removed on 15-mar-2018. At the time of the report, the device expulsion, female sexual dysfunction, nausea, abdominal pain and vulvovaginal pain outcome was unknown and the vaginal haemorrhage, menorrhagia, dyspareunia and dyschezia had resolved. The reporter considered abdominal pain, device expulsion, dyschezia, dyspareunia, female sexual dysfunction, menorrhagia, nausea, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: complications or problems that occurred at the time of her essure placement procedure: risk of not scarring and closing tubes properly. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - in 2015: total bilateral occlusion coils were placed correctly and blockage was 100 percent.. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 13-aug-2019: quality-safety evaluation of ptc (product technical complaint). Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('malposition of essure device location of device: migration into the uterus') in a 31-year-old female patient who had essure (batch no. C80066) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included dicycloverine hydrochloride (bentyl) from 2014 to 2018, omeprazole (protonix) from 2015 to 2018 and zolpidem tartrate (ambien) from 2014 to 2018. In 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)/ menorrhagia (heavy menstrual bleeding)"). On (B)(6) 2014, the patient had essure inserted. In 2016, the patient experienced nausea ("nausea"). In (B)(6) 2017, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2018, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), 3 years 5 months after insertion of essure. On an unknown date, the patient experienced abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and dyschezia ("painful bowel movements"). The patient was treated with surgery (hysterectomy full, salpingectomy bilateral). Essure was removed on (B)(6) 2018. At the time of the report, the device expulsion, abdominal pain and vulvovaginal pain outcome was unknown and the vaginal haemorrhage, menorrhagia, female sexual dysfunction, dyspareunia, nausea and dyschezia had resolved. The reporter considered abdominal pain, device expulsion, dyschezia, dyspareunia, female sexual dysfunction, menorrhagia, nausea, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: complications or problems that occurred at the time of her essure placement procedure: risk of not scarring and closing tubes properly. 1 trailing coils were seen on the right and 3 trailingcoils were seen on the left. Essure confirmation test conducted on (B)(6) 2015 diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test - on (B)(6) 2014: negative. Ultrasound scan vagina - in 2015: total bilateral occlusion coils were placed correctly and blockage was 100 percent. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-nov-2019: plaintiff fact sheet received : outcome of events "apareunia and nausea" updated to "recovered / resolved". Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('malposition of essure device location of device: migration into the uterus') in a (B)(6)-year-old female patient who had essure (batch no. C80066) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included dicycloverin hydrochloride (bentyl) from 2014 to 2018, omeprazole (protonix) from 2015 to 2018 and zolpidem tartrate (ambien) from 2014 to 2018. In 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). On (B)(6) 2014, the patient had essure inserted. In 2016, the patient experienced nausea ("nausea,"). In (B)(6) 2017, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse),") and dyspareunia ("dyspareunia (painful sexual intercourse),"). On (B)(6) 2018, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), 3 years 5 months after insertion of essure. On an unknown date, the patient experienced abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and dyschezia ("painful bowel movements"). The patient was treated with surgery (supracervical hysterectomy (uterus only). Essure was removed on (B)(6) 2018. At the time of the report, the device expulsion, female sexual dysfunction, nausea, abdominal pain and vulvovaginal pain outcome was unknown and the vaginal haemorrhage, menorrhagia, dyspareunia and dyschezia had resolved. The reporter considered abdominal pain, device expulsion, dyschezia, dyspareunia, female sexual dysfunction, menorrhagia, nausea, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: complications or problems that occurred at the time of her essure placement procedure: risk of not scarring and closing tubes properly. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - in 2015: total bilateral occlusion coils were placed correctly and blockage was 100 percent. Most recent follow-up information incorporated above includes: on 8-aug-2019: event injury nos was preplaced by events abnormal bleeding (vaginal, menorrhagia), apareunia (inability to have sexual intercourse), malposition of essure device location of device: migration into the uterus, nausea, dyspareunia (painful sexual intercourse), abdominal and vaginal pain were added. Concomitant drug, lot number, suspect drug stop date, lab data were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.